Event description:
Reporter alleged blood glucose measured 85, 325, & 485 mg/dl when all tests were performed within 10 minutes. Customer stated stopped using meter for testing glucose as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.